Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be firing straight out of the fiber at 92,231 joules. The procedure was completed using a second fiber. Patient outcome: "no patient injury."